Event description:
It was reported that during removal of the catheter from the pt, a piece separated and remains in the pt. There are no plans to remove the small piece of catheter, since the pt has not experienced any complications.